Event description:
The patient has had an asr revision. Specific details regarding the revision are unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.